Event description:
The customer reported that the unit unexpectedly shut down.

Manufacturer narrative:
(B)(4): the customer reported that the unit unexpectedly shut down. The unit was evaluated at the philips and the failure could not be recreated with the customer's batteries installed. We will consider this reported issue a malfunction. We cannot determine the cause of this reported failure as the malfunction could not be recreated.